Event description:
Philips received a complaint by the customer on the v60 indicating that the backlight inverter printed circuit board assembly (pcba) was burned. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the backlight inverter pcba was burned. A quote was sent to the customer for part order of the backlight inverter pcba but later expired and no further work was performed by philips. A quote was sent to the customer for part order of the backlight inverter pcba but later expired and no further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.